Manufacturer narrative:
No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found connector portion of the lead was returned in one piece and was measured at 5.9 cm. Full insulation degradation exposing the outer coil adjacent to the connector boot was noted at 4.5 cm from the connector pin. Surface cracking was noted in this region. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.